Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold and low r waves sensing. Additionally, the helix of the rv lead was bent and deformed after multiple implant attempts. The rv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were unacceptable capture threshold, r wave amplitude variation and helix damage. A complete lead was returned in one piece with the helix extended. The reported event of helix damage was confirmed. Visual examination of the lead found the helix was bent/ stretched consistent with procedural damage and was clogged with blood/tissue. The reported events of unacceptable capture threshold and r wave amplitude variation were not confirmed. Final analysis found no indication of conductor fractures or internal shorts.